Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels when the cartridge had 20 units of insulin or less left in the cartridge. A correction bolus was delivered to address bg level. Reportedly, the customer did not perform the cartridge air removal when loading the cartridge. Tandem technical support reviewed the load process with the customer. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified. Tandem¿s t:slim x2g5 user guide describes how to remove air from the cartridge using the syringe.